Event description:
Information received by medtronic indicated that insulin pump had been off for a period of time will be using the insulin pump again. Insulin pump was not rewind properly and shows rewind was completed but piston was still up and did not went down totally. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged the pump has rewind anomaly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The pump was received with a missing display window cover, cracked case (corner of belt clip rails), broken belt clip rails and cracked battery tube threads. Thus software was utilized and downloaded trace/history files properly and found no delivery alarm (7) on (B)(6) 2021, 20:30. Pump error 37 alarm during rewind due to moisture damage on electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No pump error 38, 39, 41, 42, 43, 79, 80, 82 and 130 alarm on the formatted history file noted on. The pump was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Moisture damage on the electronic assembly, battery tube, vibrator and internal battery during the visual inspection. In summary, the pump alarmed pump error 37 during rewind due to moisture ingress on motor, force sensor and pcba1 during visual inspection. (B)(4).